Event description:
It was reported that approximately five months post port placement, during the fourth chemotherapy the catheter stem was allegedly broken and migrated to heart. The procedure was completed by removal and replaced with another device. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronics photo was provided for review. The investigation is confirmed for the reported catheter fracture and material separation issue as complete circumferential break was noted near the port stem. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of reported event was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman titanium port s/l that are cleared in the us. The pro code and 510 k number for the hickman titanium port s/l are identified in d2 and g4. H10: d4 (expiry date: 03/2022), g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the hickman titanium port s/l that are cleared in the us. The pro code and 510 k number for the hickman titanium port s/l are identified. (Expiry date: 03/2022).

Event description:
It was reported that approximately five months post port placement, during the fourth chemotherapy the catheter stem was allegedly broken and migrated to heart. The procedure was completed by removal and replaced with another device. The patient's current status was unknown.